Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that patient was hospitalized for increased power and flow and clinical signs of hemolysis. Lactate dehydrogenase and plasma free hemoglobin levels were reported to be increased. The patient was administered two rounds of actilyse for suspected pump thrombus. The last report received indicates that the patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis.the hvad pump ((B)(4)) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements prior to release. Analysis of the log files revealed a rise in power consumption of approximately 0.4 watts starting on (B)(6) 2016, confirming the reported event. There is no evidence to suggest a device malfunction caused or contributed to the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Although a root cause for the suspected thrombus event could not be determined, it is likely that the patient's condition, use of anticoagulation, and existing comorbidities are factors that could have led to the event.